Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the patient experienced sepsis and conditions unrelated to baxter products. The cause of sepsis was unknown. The treatment for the sepsis was not reported. Subsequently, the patient passed away due to sepsis and the unrelated conditions. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number of the device was unknown; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away due to an unknown cause coincident with automated peritoneal dialysis (apd) therapy. It was not reported if the patient was hospitalized prior to death. It was not reported whether the patient was connected to the homechoice at the time of death or if apd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.